Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4). The customer evaluated the device.

Event description:
The customer reported, "due to a reported gas supplies lost: safety valve open alarm." No patient involvement.

Event description:
The customer reported, "due to a reported gas supplies lost: safety valve open alarm." No patient involvement.